Event description:
Caller reported an intermittent issue of not seeing drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer¿s blood glucose level. Caller declined additional questions, and no further information was received regarding the outcome of the event.